Manufacturer narrative:
Concomitant medical products: 5076, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds, rising pacing impedance, high sensing integrity counter (sic), and noise during movement. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.